Event description:
Information received indicates that the valve was explanted after approx 10 years due to stenosis. Pannus overgrowth and thrombus were observed during explant. No subsequent pt complication was reported.